Event description:
Return reason: pacing impossible. Analysis determined: investigation found that the distal and proximal lead wires were crossed during manufacturing which caused the unit to short circuit. This is the only return of this nature in the last year. Unit was used in vivo, this was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken: the corrective action is that manufacturing and qa personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.